Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that they had surgery last friday and had a new implant put in because the old one had been twisted for some time and wasn't working. The patient wanted to make sure their implant was turned on. Agent reviewed with patient that their settings were preset at the moment of surgery. The patient reported their old implant stopped working last dec.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.